Manufacturer narrative:
Concomitant products: product type: lead, product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension, product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005. Product type: lead, product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005. (B)(4).

Event description:
The manufacturer representative reported that the patient had a sudden loss of coverage. The patient fell directly on her ins and since then has not had the same quality coverage. Impedances were run twice at 0.7 v and the first time the representative saw pairs in the 2000 ohms range and the second time in the 600 ohms range. X-rays were done and no breaks were visible in the lead. Reprogramming was tried, but the same coverage could not be obtained and the patient noted feeling a "spike" while programming around 2.6 v. The patient was now getting abdomen stimulation, which made the representative believe the lead may have moved. Additional information received from the representative noted that the patient's health care professional was planning to do an ins replacement on (B)(6) 2015. The lead will be tested to see if it needs to be replaced as well. Follow-up is being conducted to determine devices replaced and patient outcome. If received, a supplemental report will be submitted. Indication for use included spinal pain, failed back surgery syndrome and postlaminectomy pain.

Event description:
Additional information received from the manufacturing representative (rep) reported that the lead migration caused abdominal stimulation with loss of back coverage. The lead was replaced, extension was removed and the existing implantable neurostimulator (ins) stayed the same.